Event description:
It was reported by a patient's friend that the patient was "very stressed out" due to the hospital and doctor bills and started to have an increase in seizures. Attempts to contact the physician for additional information regarding the increase in seizures but were unsuccessful to date.